Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screws broke during surgery. There was a delay in surgery, but unknown how many minutes. This report is 6 of 9 for (B)(4).

Manufacturer narrative:
A product evaluation investigation was performed: we have received four screw heads (400.834 and 400.835) with missing thread, four blunt screws (400.833, 400.835) and one screw (400.835) with the tip in working order. The most of the screws have a damaged screw connection, except for two pieces (400.833 and 400.835). We are not able to determine the exact reason for this reported problem, but we have to assume, that a short time overloading led to the breakage. One possible explanation for such an overloading may be contact with very hard bone or with metal. Please be aware that such small screw does need a careful and delicate handling. Unfortunately (400.833), the lot number is unknown what makes impossible to check the manufacturing and raw material documents. The manufacturing records were reviewed the implants (400.834 and 400.834) were manufactured in august and december 2014, produced to specification and met all release criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: per DHR-part/lot numbers do not match. Correct part/lot numbers are: 400.834, lot 7779231. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 08/22/2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An investigation summary was attempted. The investigation of the complaint articles has shown that: the investigation was not possible due the missing material. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.